Event description:
It was reported that during implant procedure, the device did not rescue the patient, and as a result, external defibrillation was administered twice. The device then went into backup vvi mode. The device code was successfully reloaded. The patient will be followed up normally.